Event description:
During verification testing at the mfg facility, the device did not sound an audible alarm tone during an alarm condition.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was found to be due to the beeper not being connected on the bottom printed circuit board, which disabled the electrical signals to the beeper. The cause of the disconnected beeper could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.